Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged correlation issues relating to inratio2 inr results. Results are as follows: date: (B)(6) 2014. Inratio monitor sn: (B)(4); inratio inr=1.0. Inratio monitor sn: (B)(4); inratio inr=3.2. Therapeutic range: 2.5 -3.5. The time between test was two (2) minutes. There was no reported adverse pt sequela. There was no add'l info provided.